Event description:
The customer contacted physio-control to report that they powered on their device in order to use it on a patient; however, the device locked up and could not be used. The device appeared to be frozen on the initial boot-up screen. A backup device was obtained and used to provide care to the patient. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported lock-up condition. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.